Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances and high pacing thresholds. Technical services (ts) was contacted for further review of the daily threshold and impedance measurements trend report. Ts reviewed the data and determined rv lead pacing impedances had gradually been increasing for about six months. Subsequently, a revision procedure was performed, this rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.